Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
No new information.

Manufacturer narrative:
A follow up report will be sent when the investigation is complete.

Event description:
It was reported that during a procedure, the blade broke, with increased blood loss reported of an unknown amount. It was also reported that there was no medical intervention and an insignificant clinical delay as a result of this event. It was further reported that the procedure was completed successfully.